Event description:
It was reported that during a surgical procedure at the user facility, the sternum blade guard was bent. The bent guard contributed to the breaking of a stryker sternum blade. The user facility reported that there were no medical interventions, surgical delay, or adverse consequences.

Event description:
It was reported that during a surgical procedure at the user facility, the sternum blade guard was bent. The bent guard contributed to the breaking of a stryker sternum blade. The user facility reported that there were no medical interventions, surgical delay, or adverse consequences.